Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # unk. Attempts are being made to obtain the following information: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? What was the site of the bleed? What was the exact device used at the exact site of the post op bleed? Are there any alleged deficiencies against other devices listed in this complaint? To date no response has been provided. Once additional information has been received, a follow-up report will be submitted. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that there was gastric remnant bleeding after gastric bypass. The bleeding was entero-entero bleeding. The patient required a follow-up surgery.